Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).

Event description:
The reporter stated that the alarm sounds intermittently when attached to the sensor and weight is applied to the sensor mat. They have tested the alarm unit with a new sensor mat and the alarm is functioning properly. There are no signs of folds or creases on the sensor mat. This was discovered while in use on a pt; however, there was no pt incident or injury that occurred.